Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had several motor problems. The customer stated the motor goes forward during the rewind process. Customer's blood glucose was 112 mg/dl. No additional information provided.